Event description:
Patient presented to the physician with scabbing at the neck incision site with redness, tenderness, and swelling. A visual examination was performed and an infection was determined. Physician prescribed antibiotics.